Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was later reported that the rv lead was undersensing, with low r-waves at implant that continued to decrease. The rv lead was removed and replaced with a new lead.

Event description:
It was reported that an alert triggered for a noted rise in right ventricular (rv) lead pacing impedance and a very slight rise in rv pacing threshold. Medical intervention will be discussed with the physician to see how to proceed. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. It was also noted that the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. This device was included in a field action, but returned product testing found the device did perform as described in the field action.